Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was trying completed the rewind on the insulin pump. The rewind was completed. The customer tried to fill the tubing bit did not see the insulin drops. The customer is unable to eit the preparing to prime function. Troubleshooting was performed and the customer did not receive the second series of beeps and the numbers did no appear on the screen. The customer's blood sugar was 142 mg/dl. The insulin pump is returning.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.